Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain and infection at implant site. Additional information has been requested but has not been made available as of the date of this report.